Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors stopped working, user was unable to close the tips. Instrument was removed and cleaned and reinstalled thrice but there was repeated error message indicating instrument engagement failed. New instrument was opened and it was functioning as intended. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.